Manufacturer narrative:
Citation: ali n et al. Untreatable severe structural degeneration of a transcatheter aortic heart valve: a salutary tale. Jacc: case reports. 2020 mar;2(3): 347-351. Doi: 10.1016/j.jaccas.2020.01.023. Available online 18 march 2020. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via a literature case report regarding a (B)(6)-year-old female patient who previously underwent successful transcatheter aortic valve implantation for severe aortic stenosis with a 29 mm medtronic corevalve (serial number not provided). Seven years later, the patient presented with dyspnea on minimal exertion, orthopnea, and paroxysmal nocturnal dyspnea. Clinical examination noted symptoms of pulmonary edema with bilateral lower zone crepitations audible on auscultation of the lungs, hypoxia,and tachycardia. Chest radiography verified a pulmonary edema with bilateral pleural effusions and central pulmonary vascular congestion and an electrocardiogram showed sinus rhythm with mild left ventricular hypertrophy. Transthoracic and transesophageal echocardiography revealed the corevalve¿s leaflets were thickened and calcified with severe stenosis (mean gradient of 46 mm hg) and moderate regurgitation. The patient was treated with medication, but ultimately progressed to new york heart association (nyha) functional class iii exertional dyspnea and presyncope. Subsequently, a balloon aortic valvuloplasty (bav) was performed. During the bav, aortography showed obstruction of flow down the left coronary artery caused by the temporary displacement of the corevalve¿s leaflets when the balloon was inflated. Following the bav procedure, the transvalvular gradient was reduced from 121 mm hg to 24 mm hg and the patient improved to nyha functional class I. Four months later, the patient was stated to be doing well, but repeat echocardiography exhibited signs of restenosis (mean gradient of 65 mm hg). No further treatment or intervention was reported as a result. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Additional information received from the physician/author provided the device serial number and the patient's weight. Updated data: a.4 - weight in lbs d.4 - model #, catalog #, expiration date, serial #, unique identifier (UDI) # h.4 - device mfg date. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: intended to include the below statement in regulatory report #: 2025587-2020-01201 follow up number: 002. A review of the medtronic global complaint handling database with the provided device identifier serial number ((B)(6)) confirmed these observations have not been previously reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received from the physician/author stated that medtronic product was directly related to the observed adverse events. Additional information received from the physician/author also stated that the valve was not explanted. Updated data: h.6: eval code method. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.